Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead dislodged twice, and evaluation of the helix was requested. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. The analyst noted the helix was able to be extended and retracted, and the number of turns were within specification.